Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during infusion a subcutaneous leakage allegedly occurred. Reportedly, the catheter had fractured. There was no reported patient injury.

Event description:
It was reported that during infusion a subcutaneous leakage allegedly occurred. Reportedly, the catheter had fractured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp with groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal portion of the catheter attached to the port stem under a catheter lock. The distal portion of the catheter measured approximately 3.8cm. A complete circumferential break was noted approximately 1mm from the distal end of the catheter lock. Both ends of the break were jagged with surfaces that possessed matching striations, consistent with an intentional blade cut. The distal end of the distal catheter segment was jagged with a rough surface, consistent with a circumferential break. Based on the findings, the investigation is confirmed for the reported leak, specifically due to a catheter break. It was noted that both ends of the complete circumferential break possessed striations consistent with an intentional blade cut. Therefore, it's likely that the catheter was intentionally cut during or after retrieval. Additionally, the distal end of the distal catheter segment had an uneven surface. It is possible that there was a complete circumferential break at this spot on the catheter as only a small portion of the catheter was returned. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One x-port isp with groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal portion of the catheter attached to the port stem under a catheter lock. The distal portion of the catheter measured approximately 3.8cm. A complete circumferential break was noted approximately 1mm from the distal end of the catheter lock. Both ends of the break were jagged with surfaces that possessed matching striations, consistent with an intentional blade cut. The distal end of the distal catheter segment was jagged with a rough surface, consistent with a circumferential break. Based on the findings, the investigation is confirmed for the reported leak, specifically due to a catheter break. It was noted that both ends of the complete circumferential break possessed striations consistent with an intentional blade cut. Therefore, it's likely that the catheter was intentionally cut during or after retrieval. Additionally, the distal end of the distal catheter segment had an uneven surface. It is possible that there was a complete circumferential break at this spot on the catheter as only a small portion of the catheter was returned. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion a subcutaneous leakage allegedly occurred. Reportedly, the catheter had fractured. There was no reported patient injury.